Event description:
During a coronary stent procedure of a pre dilated heavily calcified rca, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged and remains in the pt. Another manufacturer's stent was used to complete the procedure. Pt status is listed as "okay".